Manufacturer narrative:
Initial and final MDR 1898481- MDR 3003442380-2024- 10957- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-may-2024, it was reported by the patient that two infusions set fell off within 2 days of use. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.